Manufacturer narrative:
(B)(4). Additional information was received that there was difficulty coupling the charger and the ipg. The patient underwent a revision procedure wherein the ipg was replaced and the pocket was moved. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the ipg was a little too deep. Ipg database analysis revealed no anomalies and the device appeared to be working as expected. The patient will undergo a revision procedure wherein the ipg will be replaced and the pocket site will be revised for optimal charging. No device malfunction was suspected.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the ipg was a little too deep. Ipg database analysis revealed no anomalies and the device appeared to be working as expected. The patient will undergo a revision procedure wherein the ipg will be replaced and the pocket site will be revised for optimal charging. No device malfunction was suspected.